Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "all buttons on keypad acting erratically," which was reproduced during evaluation and is considered confirmed. Evaluation observed the keypad to produce multiple outputs upon pressing any key. Evaluation determined the cause was a failed keypad. The keypad was replaced to correct this condition. Additional information: self-activation or keying.

Event description:
It was reported that a spectrum pump had the symptom "all buttons on keypad acting erratically," which was clarified during baxter's evaluation as a repeated/duplicate keypad output. Any patient involvement, injury or medical intervention is unknown.